Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a low battery alarm at power on in battery mode. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the condition was confirmed in service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be defective main batteries. To resolve this condition, the main batteries were replaced. If any additional information is received, a follow-up will be sent.